Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00001. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a female patient who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced nerve injury. At the time of reporting, the outcome of the event was unknown. Medical records received (B)(6) 2011: from (B)(6) 2008, the patient was hospitalized for worsening lower extremity weakness, numbness, and pain. She had been experiencing symptoms since (B)(6) 2008 and had been treated with lyrica for approximately one month. Brain MRI showed old lacunar infarcts of the basal ganglia bilaterally with evidence of generalized microvascular ischemia. Lower extremity MRI revealed an abnormality in the distal tibia consistent with enchondroma. Surgical repair was recommended, once the patient was able to demonstrate no cocaine or marijuana use. At neurology follow up on (B)(6) 2008, the patient was noted to have numbness in both legs from the bottom of the feet to the thighs and hands. Her walking had become somewhat difficult, but she did not have much complaint of pain. On (B)(6) 2008, emg of the right leg showed evidence of mild sensory peripheral polyneuropathy. On (B)(6) 2008, the patient had a fall resulting in a left ankle fracture. On (B)(6) 2009, the patient requested a zinc test and was found to have a low copper level and high zinc level. At a neurology visit on (B)(6) 2009, it was noted that the patient's low copper and high zinc levels were "as a consequence of using a dental adhesive which has since been changed." The patient had been started on copper supplementation, and the neurologist stated, "she does not have a peripheral neuropathy. She has a subacute combined degeneration as a result of copper deficiency."